Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The user contacted the emergency support program reporting condensation observed in the helium tubing and a prior gas loss alarm. No harm reported.